Manufacturer narrative:
The subject device was not returned to the manufacturer.

Event description:
It was reported that the end of the wire of the coil (subject device) was kinked when the package containing the device was opened. When the device was returned to the package, the end of the wire which was kinked snapped off. The device was not used and there were no consequences to the patient.